Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. No rewind, prime or fill anomalies noted. The low reservoir alarm feature was programmed with 20 units; after delivering several boluses and with 20 units left on display, the insulin pump alarmed low reservoir. No low reservoir alarms anomalies noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No unexpected numbers scrolling or ramping during testing noted. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. Drive support disk was inspected and no anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. They could not put the insulin in. It was also frequently beeping at night that it was not receiving the insulin. The customer was advised to remove the reservoir and rewind the insulin pump. The customer stated that the numbers began to ramp up and the reservoir was not in the insulin pump. They attempted one more time. The numbers started ramping right away but the piston was not moving. The customer also reported that their blood glucose levels had been dropping to within 50 mg/dl. The customer had experienced a low blood glucose level about 30 mg/dl. The customer declined troubleshooting for the low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.